Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a distal tip tear of a 16fr esheath+ occurred during a right-transfemoral transcatheter aortic valve replacement procedure. All ew products were prepared per IFU, and the interventional cardiologist did not mention any defects on any ew products. The vessel was not pre-dilated. The sheath was not inserted at a steep angle, and there was no resistance during insertion of the 16fr esheath+ into the patient. A balloon aortic valvuloplasty (bav) was performed, and there was no resistance when inserting the bav through the sheath. As the bav was being removed, the surgeon felt tension on removal. The bav was getting caught on the distal tip of the sheath. No changes to the 16fr esheath+ were observed on fluoro. The procedure continued as planned. The commander delivery system was inserted through the sheath without resistance, and the 29mm sapien 3 ultra resilia was deployed without issue. There was no resistance during delivery system withdrawal. As the sheath was removed, a distal tip tear was observed. A groin shot was completed with no suggestion of injury. The product was disposed per hospital protocol.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy was provided, and it was noted that the patient's right access vessel had the presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The torn sheath distal tip was confirmed empirically. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation leading to hdpe damage. Additionally, patient factors-such as challenging anatomy-may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Additionally, it was reported that "the bav was getting caught on the distal tip of the sheath." Although fluoroscopic imagery showed no change, it is possible that while overcoming challenging anatomy during device withdrawal, the bav balloon may have caught on the distal tip of the sheath, resulting in the reported distal tip tear. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.